Manufacturer narrative:
An event regarding instability involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned; however, photographs of the reported device were provided. The photographs show a recently explanted baseplate. From the photographs provided there is nothing else of relevance to note. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain and instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5510f402; triathlon cr fem comp #4 r-cem; lot# s8rcf cat# 5530-g-409; triathlon cr x3 tibial insert; lot# mjtt5x it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported: "right total knee revision. The reason for the revision today was pain and instability. After removing the implants it was believed that they were originally implanted too tight in flexion with too much posterior slope on the tibia. No further information is available from the doctor or hospital."